Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak during an unspecified phase of peritoneal dialysis therapy. The leak was further described as the adapter disconnected completely from the solution bag resulting in a fluid leak. There was no report of an alarm that coincided with the leak. There was no report of medical intervention or patient injury resulting from the event. The patient was reported to be compliant with peritoneal dialysis therapy and is careful to ensure that the connections were secure prior to initiating therapy. It was noted that the patient uses a third party solution bag for their last fill during therapy. The adapter used at the time of the leak was no longer available for evaluation. The patient has since been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation; however, a companion sample from the same lot was returned for physical investigation. A visual inspection was performed with no issues noted. A taper test and dimensional measurements were performed and the device was found to be within product specifications. A simulated therapy was successfully completed with the provided sample. Upon conclusion of the physical evaluation, the sample performed as designed and an associated cause could not be determined. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted.